Event description:
It was reported that during the tha the surgeon mistakenly hit the accolade stem inserter/extractor with an accolade stem without screwing connection. When the surgeon was closing the wound, he found a metal fragment on the pt. He assumed that the fragment is a part of the inserter. The fragment was removed.

Manufacturer narrative:
Method ¿ review of device history, complaint history and IFU. Visual inspection of the returned device confirmed the reported fracture. The first 120 degrees of the first thread on the device have fractured from the device. The remainder of the first thread is deformed as well. Device history review determined all devices in the reported lot were accepted into final stock with no reported discrepancies. The product experience reporting database was reviewed for similar reported events regarding damaged threads. There have been no other reported events for the lot. A review of the accolade surgical protocol indicates: ¿to help prevent damaging the threads on the implant or the instrument, be certain that the accolade femoral stem impactor/extractor is fully seated against the proximal face of the stem.¿ as stated in the reported event the surgeon did not fully thread the impactor into the stem before striking the device. The root cause was determined to be misuse contrary to the instructions in the surgical protocol.